Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced head trauma. The recipient's device was not recognized by the programming software. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.